Manufacturer narrative:
Investigation: visual inspection: a deformation of the outer housing of the progav was observed through the measurement of the plane parallelism with a value of -0,048 mm outside the tolerance (0 ± 0.02 mm). Permeability test: a permeability test has indicated that the shuntassistant has a blockage and the progav valve is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The results show that the progav operates within the accepted tolerance in the horizontal position. Because the shuntassistant is not permeable, a computer controlled test is not possible. Adjustment test: the progav was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational; however, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: for the sake of thoroughness and transparency, we would like to point out that a permeability test was already carried out after the revision at the hospital. Based on our examination results, we are able to determine deposits. The deposits had no influence on the technical characteristics at the time of the examination. Existing deposits in the csf can temporarily impair the function of the valves and is described as concomitant symptoms in hydrocephalus therapy. Based on our investigation, we confirm the presence of "occlusion" in the system at the time of investigation. Additionally, a "non- adjustability" of the progav could be determined. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. The cause of the deformation of the progav could not be determined through our investigation. Significant outside pressure, for example by too much force from the progav adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav shuntsystem (#fv414t) was implanted. According to the complainant, the shunt system was believed to be operated in underdrainage and difficult to adjust. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6), height: 90 cm, weight: 11 kg, gender: female.